Event description:
Device 1 of 2. Reference MFR report # 3006705815-2018-03170. It was reported that the leads had migrated to the top of the ipg, causing patient severe pain. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced and the lead was repositioned. Postoperatively, the pain had resolved and effective therapy was restored.